Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f jl6 100cm infiniti catheter was removed from packaging, the primary curve broke. It did not enter the patient's body. There was no reported injury to the patient. The device was stored and prepped according to the instructions for use (IFU). Devices are kept in a temperature- and humidity-controlled locked room and stored upright on hooks in a locked closet within closed wood cabinets, without light exposure. Devices are removed from the outer box prior to storage. No advanced decontamination methods (e.g., uv-c, vhp, ozone, fogging) are used in these areas, and products are not exposed to any sterilization processes or uv lighting. Devices are not reprocessed or resterilized. There have been no known facility-related issues (e.g., hvac, humidity, leaks, construction) or recent changes in storage or cleaning practices. The device will be returned for evaluation.